Manufacturer narrative:
The end user reported an alleged burn incident while using the chair's ctrl+5/ca-5 module to charge a personal heart monitor device, which is not an accessory or device associated with sunrise medical. Review of the available photographs and field inspection identified no visible burn marks, melting, or external signs of overheating on the module or the end user's hand. The charging cable involved in the event was not available for evaluation. Although no device malfunction or definitive fault of the sunrise medical device has been confirmed during the initial investigation, an MDR was submitted out of an abundance of caution due to the allegation of a serious injury requiring medical treatment and the reported occurrence of heat and smoke during use. The report was filed to comply with applicable vigilance and MDR reporting requirements while the investigation remains ongoing.

Event description:
The end user reported that while operating the power wheelchair and utilizing the ctrl+5/ca-5 module to charge a personal heart monitor device, smoke and heat were observed from the charging area and connected cable. The user alleged a burn injury to the right palm requiring hospital treatment. The dealer reported that the charging accessory had reportedly been used routinely since delivery of the chair. A replacement ca-5 module was previously installed under warranty. A field review and visual inspection of the returned component were performed by the sales representative/dealer. No visible melting, deformation, or external signs of overheating were observed on the ca-5 module. The specific charging cable and connected accessory involved in the event were not available for evaluation. Photographs of the component were obtained and attached to the complaint file. Investigation remains ongoing to assess the relationship between the reported event, accessory usage, and device performance.